Event description:
It was reported to siemens that a patient suffered a burn and blister to the inside thigh areas after a right/left femoral pelvic exam and lumbar exam. The patient is reported to have a femoral stent implant and was anesthetized during the examination. The nurse noted that the patient's legs appeared to be close together during the exam. Initial evaluation of the patient injury was not considered serious and noted as a first degree burn with a dressing applied. On 02/13/2015, siemens became aware of additional information regarding the patient injury supporting the decision to upgrade the complaint issue to a reportable event. A subsequent evaluation by a physician classified the injury as a third degree burn. A debridement was performed as well as a surgical closure of the wound.

Manufacturer narrative:
The device was evaluated by a siemens service engineer and found to be operating within specifications. Based on information provided by the customer at the time of the event, the initial evaluation was rated as a minor injury. A subsequent evaluation by a physician classified the injury as a third degree burn. A debridement was performed as well as a surgical closure of the wound. Siemens was notified of these medical events on (B)(6) 2015 which resulted in the issue being upgraded to a serious medical event and reportable event. An investigation is still ongoing and a root cause has not yet been determined. Initial evaluation leads to a possible patient positioning error, however, a final cause has not yet been determined. (B)(6).